Manufacturer narrative:
Patient information was unavailable from the site. Device unique identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the case has been canceled after registration procedure invalid. There was a 1-hour or longer delay in the procedure and the patient impact is unknown.

Manufacturer narrative:
After further review, it was determined the navigation system used in the previously reported event was not a medtronic navigation system. It was determined an external distributor was using the medtronic brand, but a fiagon navigation system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site was able to complete the procedure without navigation. There was no impact on patient outcome.